Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were concerned about their recharging frequency since their charge usually lasted seven to nine days, but last week they charged and the implantable neurostimulator (ins) charge started going down after three days, even though their settings were lower at ¿10, 300.¿ according to the consumer there were no programming changes and they turned the ins off. It was further reported there was discomfort around the ins area for the past week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient was charging too often. It was reported that the patient was charging every 3-4 days and that their battery used to last 1.5 weeks. The manufacturer representative stated that the patient would normally let their implantable neurostimulator (ins) deplete to 75% before recharging. It was noted that the patient hadn¿t recently been reprogrammed or switched groups, but they had the need to increase parameters. The patient reported via manufacturer representative that they noticed having to recharge more often about 3-4 months ago, but they started to use higher parameters about a year ago. The patient was using 3.20v compared to 2.0v before. No falls or traumas were reported that could be related to the issue. The manufacturer representative had access to a clinician programmer 8840 and reported that electrode 0 had an impedance value greater than 20,000 ohms. All other impedance values were between 817-947 ohms range. It was noted that electrode 0 wasn¿t being used in programming. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient was provided with education to fully charge the battery to 100% in order to reduce charging frequency. The manufacturer representative stated that the cause of the frequent recharging was not determined as the patient¿s charging history differed from their reporting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.